Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the procedure was completed after multiple system restarts. A philips remote service engineer (rse) connected with the customer remotely and was notified that geometry movements were unavailable. The system displayed an error message indicating that the swivel handswitch in the exam room was active. Analysis of the system log file confirmed a long activation of the swivel command during system startup. A philips field service engineer (fse) inspected the system on-site and identified no visible damage, suspecting a possible loose contact. A quotation was sent for replacement of the swivel handswitch; however, the customer did not accept the quotation. Philips has contacted the customer to replace the swivel handswitch; however, the customer confirmed that they resolved the issue and no action was required from philips. To date, there have been no reoccurrences reported by the customer. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert that the swivel forward key was active at startup, preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.